Event description:
Customer reported IV fluid was programmed to infuse at 125ml/hr and the nurse noted that after 2 hrs, the entire 1000ml bag had infused. Biomed stated he reviewed the event logs and noted an infusion was programmed for 125ml/hr and that after 2 hrs the vi was 241ml. In house testing was performed, he programmed 4 different infusions and all four infused as expected. Stated he has not performed a rate accuracy test on the device. Unk if pt was harmed or if medical intervention was required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been rec'd but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.